Manufacturer narrative:
Additional info: the lens was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information a root cause for the reported event could not be determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a capsular bag was broken during surgery. Additional information has been requested but has not been received.